Event description:
During testing by a zoll medical service technician the device failed to power on. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.